Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5057 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) date was (B)(6)-2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.